Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single oversensing beat was observed during the sensing test. The test was repeated several times and no further complications have occurred. The physician decided not to take any action. The patient condition was good.